Manufacturer narrative:
(B)(4).

Event description:
The hcp (healthcare professional) clarified the patient and device information for this event. The patient's pump was replaced in (B)(6) 2015 and then on (B)(6) 2015, the patient's catheter was revised. The pump was refilled the next day. The additional clarifying information received indicated that the following information that was previously reported in manufacturer's report # 3007566237-2015-01246 is actually part of this event. [It was reported that the catheter was compromised, but the specific issue with the catheter was not provided. It was not reported when the catheter issue was first identified, but a few days after the pump replacement the catheter was also replaced. It was reported the patient was discharged on (B)(6) 2015. No other information was given regarding this event. The drug that was used via the device system was unknown baclofen. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.]

Event description:
It was reported the healthcare provider (hcp) had to go back in and revise or replace the catheter on (B)(6) 2015. The patient had a pump replaced four days prior to the date of this report. The pump was filled with saline at that time. It was later reported the catheter issue was due to a break, tear, or hole at the distal (spinal) segment. The catheter issue was identified by surgery. A revision of the catheter took place on (B)(6) 2015. It was unknown if catheter segments were left in the intrathecal space. The patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Per this reporter, the pump was not replaced in (B)(6) 2015.